Event description:
The customer's mother stated that the insulin pump was submerged in water. The insulin pump now has a blank display and water inside the screen. The reported blood glucose reading was 200 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corroded keypad traces.